Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during electrosurgery the patient¿s implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic). Lead failure predictor (lfp) episodes were also noted. There was no indication of oversensing or threshold issues outside of the surgical procedure. The ICD remains in use. No patient complications have been reported as a result of this event.